Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a thr procedure, the r3 lnr impactor hd ii 32mm cracked while using inside the patient. The procedure was completed without delay, using a backup from smith & nephew. No patient injury or other complications were reported at the moment. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, the device broke during a thr; however, the case was finished with a backup device without reported patient harm or a surgical delay. No further complications were reported. The clinical root cause could not be definitively concluded. Since no patient injury or surgical delay/other complications were alleged, patient impact beyond the reported use of a backup device would not be anticipated and no further medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.